Event description:
A caregiver reported that the adc blood glucose meter would turn on with button press but not test strip insertion. The caregiver reported that due to this issue, the customer was unable to obtain glucose results and developed symptoms of nausea, vomiting, and dehydration. The customer was diagnosed with diabetic ketoacidosis by a healthcare professional, and treated with unspecified solution with antibiotics via IV, and glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed, and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.